Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the stent strut was caught in the monorail port of the catheter and wasn't removed. When the guide wire was advanced from the shaft, it could be removed. Patient condition: good.

Manufacturer narrative:
Analysis of the subject device was not possible because it was disposed of at the user facility. Review of the device history record was not possible due to lack of batch number. On april 12, 2006, boston scientific issued a safety alert to customers of this product stating that based on our receipt of complaints relating to coronary imaging catheters entangling with stents, we reiterate and reinforce the need to pay special attention when using coronary imaging catheters in vessels with implanted stent(s). This safety alert was reviewed with the FDA's office of compliance (washington, dc) and deemed appropriate to further mitigate patient risk.